Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working and had blank display. The customer's blood glucose level was unknown. It also reported that display is blank currently. It also reported that the display did not returned after insertion of new battery. The customer will return insulin pump for analysis.

Manufacturer narrative:
Pump passed the operating currents, self test and displacement test. No blank display anomaly noted during test.